Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that in the past, the patient had an issue with having to replace the patient programmer batteries too often. She replaced them every month or so. She had been going through a lot of batteries for the programmer lately, but stated it might be because she had purchased inexpensive batteries in the past. Now she wasn't having the issue and was using (B)(4) batteries. The patient experienced a loss or change of therapy and was still having issues with voiding. She did not feel stimulation and therapy was on. She had gone through all her programs and it still hadn't helped with her symptoms. She later reported that her bathroom issues and issue of not feeling stimulation had not been resolved yet. There was no change in activity level or programming that led to the issue. A manufacturer representative had tried to make adjustments to programming but it still wasn't helping. The patient was last on program 4 at 8.5 volts. She met with the manufacturer representative who turned off her implant and told her the implant battery would need to be replaced. She&#37152;only had the device for a year and the manufacturer representative told her they usually lasted two years. The manufacturer representative didn&#38176;know why this had happened in a year&#38112;time. About three months before seeing the manufacturer representative, she wasn&#38176;getting any stimulation in the bicycle seat area at all and wasn't getting woken up at night to urinate, which was getting worse and worse. The patient was assisted with using the patient programmer since she wasn't seeing anything on the programmer screen. After being walked through replacement of the programmer batteries, she was able to sync to her implant and was currently on program 1 at 0.95 volts. She wanted to turn her stimulation on and change programs, as her implant helped reduce her symptoms by about 40 percent when it was turned on. The patient was able to change from program 1 to program 3 at 6.35 volts and felt comfortable with stimulation. Having the stimulation on had helped with her anxiety and depression since she was bipolar. She was scheduled to have an ultrasound of her abdomen area on (B)(6) 2016-09-22, after which she planned to discuss the results with her family practice doctor. Then she planned to make an appointment with her managing healthcare provider and to have the implantable neurostimulator (ins) fixed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.